Event description:
It was reported that a xience xpedition stent was implanted in a proximal circumflex artery and post procedure, there was a small clot embolism found in the distal left anterior descending artery (lad). A balance middleweight (bmw) guide wire and nc trek balloon dilatation catheter (bdc) were dotted through the embolism, the patient had chest pains (angina) and the balloon was not inflated. The adverse event resolved without an adverse patient sequela the same day. There was a slightly elevated creatinine kinase-myocardial band (ckmb), but there was no myocardial infarction diagnosed. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and embolism are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.